Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range generated by access 2 immunoassay system for two patients. The results were reported out of the laboratory, but the doctor did not believe the results and contacted the customer. Subsequent testing after recalibration produced results within the normal reference range. The results are shown. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The samples were collected in greiner vacuette 7ml tubes, and were spun for 10 minutes at 3750gs at room temperature. Qc run immediately after the event recovered outside the established ranges. Repeated qc continued to fail. Accutni was recalibrated, and qc then recovered within the established ranges. System check data, from before and after the event, was within the specifications. Service was dispatched to verify the system. High sensitivity system check was performed twice, recovering within beckman specifications both times. Precision run also was performed, passing within beckman specifications. Root cause for this event was undetermined.